Manufacturer narrative:
The device returned to olympus for inspection. Based on the results of the investigation and the results of third-party testing, a root cause could not be determined. Growth of microorganisms were found through culture testing by olympus before reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for 80 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. There was no report of any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.